Event description:
The manufacturer received information alleging a "ventilator inoperative" alarm condition occurred. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not repaired, pending customer approval of the estimate. The manufacturer previously reported an allegation a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor needs replaced to address the issue. During evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's system board needs replaced to address the issue.